Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have had high blood glucose of 500 mg/dl and was taken to the hospital via ambulance. Customer does not remember date, but states it was two months prior to call. Customer reported to have had a foot ulcer. Customer reported to have gone into diabetic ketoacidosis and was kept for two days in intensive care and was released. Customer was wearing insulin pump on the way to hospital. Customer declined troubleshooting, stating that healthcare professional requested that insulin pump be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.